Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: d224trk ICD; implanted (B)(6) 2011, 5076-58 lead; implanted (B)(6) 2002. (B)(4)

Event description:
It was reported that the right atrium lead had noise at the time of the routine change out and the physician decided to extract and replace it. No patient complications have been reported as a result of this event.